Event description:
It was reported that a homechoice cassette was leaking. The leak was further described as, ¿leak from the cassette also was caused from a slit where the cassette connects to the machine¿. This occurred before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.